Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer had issues with alaris channels randomly shutting down. There was patient involvement but patient harm was unknown.

Event description:
It was reported that the customer had issues with alaris channels randomly shutting down. There was patient involvement but patient harm was unknown.

Manufacturer narrative:
The root cause for the reported issue of an alaris channels randomly shutting down was not determined. The reported issue that there was an alaris channels randomly shutting down could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.